Event description:
The ge oec 9800 fluoroscopy system would shutdown during use. Uncommanded system shut-down.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the ps1 power supply, the fluoro functions board and power control board. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.